Event description:
It was reported by the rep the device was used during a laparoscopic nissen procedure. It was reported the cannula seal on the 355ld ripped during the procedure. A new cannula was inserted to complete the case. There was no consequence to the pt.